Manufacturer narrative:
A ge representative evaluated the system and determined the monoblock controller board needs to be replaced. Due to the age of the system, this part is no longer available through ge. No conclusion can be drawn as repair info is unavailable.

Event description:
The customer reported the system would not produce an image. No pt injury was reported.